Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated false positive results have been generated on the architect total b-hcg assay. A pt result of 34.8 miu/ml was reported but upon retest on another architect anaylzer, the result was negative. A correct report was issued no impact to pt management was reported.